Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#(B)(4), implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 977c165, serial/lot #:(B)(4), ubd: 16-apr-2025, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an appointment the week of (B)(6) 2021 for post-op reprogramming. It was noted the patient had uncomfortable surgical pain in their back and stomach. The patient reported the reprogramming did not help with their pain and they still had uncomfortable surgical pain in their back and stomach. It was noted an x-ray of the lead looked like the lead was twisted.